Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the tip of the obturator is slightly chipped confirming this complaint. This damage appears as though the obturator came in contact with a sharp instrument. The inside of the cannula was examined and no anomalies or sharp edges were noted that could have caused this failure. From the information provided and the returned device, a root cause cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaint for this lot of devices or for this product code in the last 3 years. Based on the complaint history, this failure seems to be an isolated event. At this point, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During arthroscopic bankart repair, the device in question was inserted into the anterior portal. Immediately after the insertion, a green foreign matter was found in the portal. The surgeon confirmed it was a broken piece of the tip of the obturator and he removed it. The procedure was continued by using the device and completed without further problem. The surgeon suspects the defect with the product because there was no problem with the insertion procedure. There was no surgical delay or remaining piece in the patient¿s body. The backup device was used to complete the case.